Manufacturer narrative:
(B)(4).

Event description:
Information was received from a hcp (healthcare professional) in denmark via a company representative regarding a patient receiving intrathecal lioresal via an implanted pump. The lioresal concentration was reported as 3000 mcg/ml and the dose was not known to the reporter. The lioresal lot number was not able to be obtained/not available. Other medications the patient was taking at the time of the event were unable to be obtained/not available. The patient's medical history was reported as "sclerose". The pump delivered approximately 3-4 mls less than calculated over several visits (pump was only 4 years old). On approximately (B)(6) 2015, the patient experienced an increase of spasticity. The patient had an obvious rebound of spasticity, pruritus, and other signs of withdrawal. On (B)(6) 2015, clear fluid was withdrawn from the access port, so it was assumed the catheter was somewhat intact, but it was decided to replace the entire pump system. The pump system was surgically replaced on (B)(6) 2015 due to dysfunction. It was unknown to the reporter if the issue was resolved as of the time of this report. The patient status was reported as alive - no injury. If additional information is received regarding the event, a follow up report will be submitted. On (B)(6) 2016 additional information was received from the company representative indicating that the lioresal daily dose was 899.4 mcg/ day. It was noted that the replacement of the pump resolved the issue. The expected and actual volumes were requested for each volume discrepancy that occurred; however, it was only noted that the last 2 visits had been different. The patient was reportedly having effect of the new pump and was fine. The pump was returned.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_cath ,lot # b0366746k, product type catheter; product ID neu_unknown_cath, lot # b0366746k, product type catheter; product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). Upon device return analysis of the pump found no anomalies. Catheter analysis found a catheter body hole, caused by deep abrasion.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# b0366746k, serial# unknown, implanted:2006, explanted:(B)(6) 2015, product type: catheter.

Event description:
Additional information, the catheter lot number b0366746k, was received from a company representative. Should additional information be provided, a supplemental report will be filed.

Event description:
To clarify on whether there were any catheter issues discovered during or post-surgery, it was noted that the manufacturing representative had been talking to the physician and there was nothing from the operation on that day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.